Event description:
It was reported that the patient was going to have an MRI of the scapula. MRI guidelines were requested and it was noted that the MRI was not related to the device therapy. It was reported to the MRI scheduler that the spinal cord stimulation (scs) system was not active and was not actively working. Follow-up determined that the device was not being used, was not on, and had not been working. No other information was provided. This event will be updated if additional information is received.

Manufacturer narrative:
Concomitant medical products: product ID: 389133, lot# j0349318v, implanted: 2005-(B)(6), product type: lead. Product ID: 389133, lot# j0343686v, implanted: 2005-(B)(6), product type: lead. Product ID: 748925, serial# (B)(4), implanted: 2003-(B)(6), product type: extension. Product ID: 748925, serial# (B)(4), implanted: 2003-(B)(6), product type: extension. Product ID: 7435, serial# (B)(4), implanted: 2002-(B)(6), product type: programmer, patient. (B)(4).